Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, med records were rec'd and a review of these records identified another event. Based on the review of med records, the pt underwent repair of incarcerated incisional hernia utilizing kugel mesh on (B)(6) 2006. During the repair, the composix kugel mesh implanted on (B)(6) 2005 was explanted. Approx two weeks following the hernia repair, an abdominal wall hematoma was evacuated. On (B)(6) 2009 the pt underwent removal of kugel mesh which was noted to be infected. A small bowel obstruction and adhesions to small bowel were also noted in the med records. Based on the info rec'd, the pt has multiple comorbidities including obesity and hypertension. It appears the pt developed an infection and due to the inability to control the infection the kugel mesh was explanted. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, adhesions and hematoma are known adverse events that are listed in the IFU. Info related to the recalled composix kugel mesh implanted on (B)(6) 2005 was reported in accordance with rae (B)(4).

Event description:
Based on the review of med records provided by the pts attorney: on (B)(6) 2005- pt underwent repair of two ventral incisional hernias with composix kugel mesh. On (B)(6) 2006- pt underwent repair of incarcerated incisional hernia with kugel mesh. Excision of composix kugel mesh and lysis of adhesions were performed. Seroma, omental and small bowel adhesions were noted. (B)(6) 2006- pt underwent evacuation of abdominal wall hematoma. Wound was irrigated and closed. On (B)(6) 2009- pt underwent excision of kugel mesh. Lysis of adhesions to small bowel was performed. Sinus tract of mesh was noted. On (B)(6) 2009- pt underwent evaluation of hematoma, partial dehiscence of wound.